Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead returned with stylet in lead and the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that the right atrial (ra) lead was not successfully implanted. The ra lead exhibited helix extension issues during an implant. The lead was removed and replaced prior to pocket closure. The lead was returned for analysis and it was found fractured. No adverse patient effects were reported.